Event description:
A company representative reported that a patient was revised to address pain associated with xia ilios screws. It was reported that the patient was very skinny and the screws were close to the skin. It was further reported that no deficiencies were experienced with the product. This report captures the second of four screws.